Manufacturer narrative:
Conclusion code: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation.

Event description:
While coiling a wide necked aneurysm in the left intracranial internal carotid artery, the physician had difficulty detaching a coil. The physician tried multiple times to detach using the detachment handle without success. The physician was able to get the coil to release by pulling on the pull wire about six inches from its original position. The coil was deployed in the aneurysm at the desired location. The patient expired on (B)(6) 2012 due to events unrelated to the penumbra coil 400.

Manufacturer narrative:
Device investigation: results: the pusher assembly was folded and bent in multiple locations. The pet lock at the proximal end is broken and both the pull wire and the coil constraint ball are not present in the distal detachment tip. This is consistent with a normally deployed coil. The pusher successfully deployed the coil to the treatment site. Conclusion: given the state of the returned pusher, it is impossible to evaluate the force required to release the coil. However, if the spiral cut section of the hypotube of the coil pusher assembly entered tortuous anatomy during the procedure, the pull wire may have encountered friction making the release of the coil difficult and subsequently required additional actuation of the handle to release the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.